Event description:
It was reported, that the patient was presented to the hospital for a scheduled procedure. Post surgery, the day after procedure, interrogation of the pacemaker revealed, the patient's right atrial (ra) lead had exhibited both loss of capture and loss of sensing. X-ray imaging performed revealed, the ra lead was dislodged. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition throughout.